Event description:
Customer alleges 2 issues: 1st issue, chair shut down and had an error code, but unknown count wrench flashes; fault code 0811 and 0700. Second issue, chair shut down. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model r51lxp, serial number/date code and age of product are unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the power chair allegedly shuts down on its own. The consumer alleges that the chair will shut down with error codes, but dealer was not able to replicate the problem. Consumer has had the device for approximately 1 week prior to the incident. No injury alleged.